Event description:
My animas insulin pump has buttons that are not working consistently because some of the rubber covering over them has peeled back. When it doesn't work properly, I do not get insulin via the pump which can cause high blood sugar and/or be life threatening. I have been using insulin injections when the buttons on my pump are not working properly and I cannot take the insulin bolus I need. I asked them to repair it and I will pay for it but they said no. Since I do not have health insurance, they said I have to purchase a new pump because my warranty expired 14 days before I called in to report the problem. I cannot afford to buy a new insulin pump and I would just like them to repair it and I will pay for the repairs but they are refusing. I have emailed them and called them about this and have received no response. Please help.